Event description:
Customer reportedly obtained results of 2.2 inr on the coaguchek xs system and 1.6 inr on a comparison lab. No treatment information provided. No adverse event reported relative to these results. Requested return of suspect system and replacement was sent.